Manufacturer narrative:
As received, the distal portion of the lead was returned in one piece. A scanning electron microscope evaluation verified that all five filars of outer coil were fractured at distal region. The reported event of noise was confirmed. The cause of noise was isolated to the fractured outer coil.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, there was increased capture threshold noted on the left ventricular (lv) lead, and noise noted on the right atrial (ra) lead. The lv lead was explanted and replaced, and the ra lead was explanted. During the procedure to explant the two leads, there was insulation damage noted on the lv lead which was suspected to have been the cause of the increased threshold. The patient was stable following the procedure and experienced no adverse consequences. Related manufacturer report number: 2017865-2019-11444.